Manufacturer narrative:
The ge healthcare service representative was not able to access the unit to perform a checkout of the equipment.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.